Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer pulled the handle to remove the peel-away sheath during the PICC insertion procedure and a sharp foreign material on the handle stabbed the customer's finger. No other information was provided.

Event description:
It was reported that the customer pulled the handle to remove the peel-away sheath during the PICC insertion procedure and a sharp foreign material on the handle stabbed the customer's finger. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sharp material protruding from the handle was confirmed and was determined to be manufacturing related. The product returned for evaluation was one half of a 5fr microintroducer sheath. Use residue was observed on the sheath. The t-handle appeared to have excess flash on the seam line of the handle. Microscopic inspection of the t-handle confirmed a small piece of excess flash. The flash was observed to be protruding from the handle. The excess flash on the handle likely occurred during the manufacture of the device. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.